Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 290630001, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that there was no stimulation up to 9.5, no stimulation sensation on both electrodes, it had been a week. This stimulation change was not related to positional movement. They usually laid down flat and they could fell it, but could not at the time of the report. The patient had pain. It was noted that the patient had an x-ray a month prior to the report to check lungs for pneumonia. They had recent electromagnetic interference (emi) environmental exposure. It was noted that the x-rays could be related to electromagnetic interference (emi). The patient had their device checked with their device or patient programmer. The stimulation was on. They had the ability to change the stimulation, this did not resolve the reported issue. The stimulation was increased and decreased but no sensation to relieve the patient's pain. The patient had limited programming. This initially started the week prior the report but they were unsure. They still felt stimulation on (B)(6), that was the last recollection. It was noted that the patient was being seen thursday on (B)(6). It was reported that the patient did not end up making her appointment, they were admitted to the hospital for an asthma attack and they would reach out to the manufacturer representative (rep) when they were released. If additional information is received, a follow-up report will be sent.